Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that while doing primary gamma nail using the plus targeter, the surgeon was unable to lock the lag screw sleeve in place. Removed outer targeting sleeve and found chip on bottom of the plus targeter.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as having met specifications prior to distribution. The functional test revealed that the target device is functional although the connection rim is partly cracked. Appearance and evidences of the breakage surface as well as the absence of plastic deformation indicate that the rim broke in a brittle fracture caused by a hard object that hit the rim from below (most likely the target device hit the floor). The brochure instructions for cleaning, sterilization, inspection and maintenance shows several examples of damages and recommends removing of such damaged products. The case is attributed to an insufficient handling (user related). No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
It was reported that while doing primary gamma nail using the plus targeter, the surgeon was unable to lock the lag screw sleeve in place. Removed outer targeting sleeve and found chip on bottom of the plus targeter.